Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the coating on the insertion tube's connecting tube had peeled 1mm2 or more and the air valve was found to be corroded . It was determined that the insertion tube, air valve needed to be replaced.there was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated. Based on investigation results, a definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress, degradation, external factors. Olympus will continue to monitor field performance for this device.